Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during drain 2 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The care giver (cg) stated that the home patient (hp) pressed go on the hc to start the initial drain and then she connected herself. The technical service representative (tsr) explained the alarm and explained the proper set up procedure per the user manual guide. The tsr advised the hp to start over again using new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the cg stated that the issue was resolved, the home patient had pressed go to start initial drain before connecting. The home patient (hp) was connected. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, the hp did not receive any injury or medical intervention as a result of this incident. The cg stated that the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.